Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: broken insulation was observed. The probable root causes for the broken insulation could be due to user mishandling or improper sterilization methods. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.